Event description:
User called into emergency support program line to request and report issue during use, intra aortic balloon (iab) failure to inflate. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.